Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the release ring of a 5f exoseal vascular closure device (vcd) was not able to complete the blocking after withdrawal. Manual pressure was then applied, and the puncture point was pressed for fifteen minutes. No obvious bleeding was observed at the puncture point, and no pain was observed at the puncture point with pressure, and a compression bandage was given. There was no reported patient injury. The femoral artery puncture point was blocked, using the blocking hemostasis system, and during the blocking process, it was operated in strict accordance with the operating procedures. After the mark point of the blocker was reincorporated into the caudal end of the unknown vascular sheath, the blocker was backed up until it was completely withdrawn from the patient's body. The color of the "release knob threw" did not become black. A test press on the release knob after withdrawal from the body was unable to be pressed. The release button could not be pressed. The patient underwent hepatic arteriography and transcatheter hepatic artery embolization, and after the procedure. The device will be returned for evaluation. Per preliminary review of the image received, the exoseal device is shown with the indicator wire partially deployed with the cowling/guard fully depressed into the handle and the deployment lever not depressed.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was not able to complete the blocking after withdrawal. Manual pressure was then applied, and the puncture point was pressed for fifteen minutes. No obvious bleeding was observed at the puncture point, and no pain was observed at the puncture point with pressure, and a compression bandage was given. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The device was not inspected prior to use, and there were no visual damages to the indicator wire. During retraction, the indicator window of the exoseal device was facing up, but it did not change. No damage was noted to the indicator wire loop when the device was removed from the patient. The femoral artery puncture point was blocked, using the blocking hemostasis system, and during the blocking process, it was operated in strict accordance with the operating procedures. After the mark point of the blocker was reincorporated into the caudal end of the non-cordis vascular sheath, the blocker was backed up until it was completely withdrawn from the patient's body. The color of the indicator window did not become black. A test press on the release knob after withdrawal from the body was unable to be pressed. The release button could not be pressed. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the non-cordis vascular sheath introducer's insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, no prior closure device or manual compression use at the target femoral site within thirty days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The patient underwent interventional hepatic arteriography and transcatheter hepatic artery embolization with a retrograde approach used. The physician had achieved certification on the use of the exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Per preliminary review of the image received, the exoseal device is shown with the indicator wire partially deployed with the cowling/guard fully depressed into the handle and the deployment lever not depressed. Other procedural details were requested but were not provided. One photo was attached to event(B)(6) 2025. The photo shows a 5f exoseal unit with the button not pressed and the indicator wire partially deployed with the delivery shaft with blood residues, the guard was found locked, and the state of the window could not be determined. No additional anomalies or notable details were observed in the image. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A cordis catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation for deploying the wire could not be performed, as the unit was received completely actioned, meaning that the indicator wire was already retracted by depressing the deployment lever. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire deployment difficulty¿ was observed in the image provided as the image showed partial deployment of the wire, however, was not observed on the received device. The device was received fully deployed and with the wire fully retracted and full lever depression. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the condition of the device received did not match the description provided by the customer as it did not match the image provided, nor event reported. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. It was received fully deployed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.